Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third party service center scrapped the device. Correction: a dreamstation CPAP pro device was returned to a third party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed. Updated: this supplemental report is being submitted to correct the previously submitted report. General information tab: become aware date updated. Report information complete field updated. Adverse event information tab: event date updated. Manufacturing site updated. Serial number updated. UDI number updated. Operator of device updated. Device serviced by third party updated. Manufacturing information tab: report source updated. Date received by manufacturer updated. Manufacturer date added. Reason device not evaluated updated. Device available for eval updated. Device problem code updated. Health impact code updated. Usage of device updated. Remedial action initiated updated. Recall number added.